Event description:
Customer reportedly received results of 14.9 mmol/l and 2.1 mmol/l within 10 minutes on the aviva nano system. Customer washed her hands between the two results. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).